Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event according to the information received on 2019-mar-14. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2019-mar-14. It was reported that the patient's catheter was found to be fractured and the catheter was replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving an unknown dr ug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had a catheter revision on (B)(6) 2017. The spinal segment of the 8709 was revised. No further information was reported. No further issues were reported or anticipated.